Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead there was a possible loss of capture on ventricular channel on current electrogram (egm). The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead there was a possible loss of capture on ventricular channel on current electrogram (egm). The lv lead remains in use. No patient complications have been reported as a result of this event.